Manufacturer narrative:
(B)(4)- supplemental MDR - stopper defective / damaged. One photo of a 5ml nrfit syringe was provided to our quality team for investigation. The photo shows a close-up image of one loose syringe with the stopper jammed between the barrel and the plunger rod. The condition observed is non-conforming per product specification. Potential root cause for the stopper jammed defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 0013110. A notification for this defect was written during the production of this batch. A requalification was performed, and the line cleared of defects. However, it is possible a limited number of pieces with this condition were able to escape detection. These conditions are occurring below their expected frequency, so no corrective action is required at this time.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe nrfit¿ lok stopper was defective / damaged. The following information was provided by the initial reporter: product number: bd® 5 ml syringe nrfit¿ lok. Reference number/sku: (B)(4). Lot/serial number: (B)(6). Expiration date: 31-12-2024. Problem encountered: anomaly observed in the stopper while pulling liquid inside. Additional information provided: could you please provide event occurrence date? 7th august 2024. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? No, the event occurred as part of our internal testing for assessing the performance of the device.